Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2576 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that an attempt to place a 5 fr dual lumen PICC on a patient in the ICU, some difficulty was had getting the guidewire to drop into the svc leading to a left ij placement verified by x-ray, the catheter was removed after x-ray. During imaging it was noted that there was a foreign object in the right ventricle of the heart determined to be a portion or the tip of the PICC guidewire.